Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated cea result generated by the access 2 immunoassay system for one patient. Customer tested a patient sample for cea and obtained a result which was greater than 1000.00ng/ml. Upon repeat the sample gave a lower result of 47.60ng/ml. When repeated again, it gave a result of 55.00ng/ml. It is unknown whether the erroneous result was reported outside of the laboratory. The customer did not receive any repot of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was serum. Qc was reporting within expected range on the date of original testing. However, qc was out of range for all levels the following day when the repeat testing was performed. The last system check was performed on 08/15/2008 at 16:05 following maintenance. All portions were within specifications. Customer had called hotline on (B) (6) 2008 reporting qc issues. A field service engineer (fse) was onsite 08/15/2008: fse reported pipettor out of alignment. Fse replaced the pipettor and performed alignments. Fse documented that he verified the repair per established procedures. Results met published performance specifications. On 08/18/2008, fse was on-site again and performed hardware verification per published protocol. Fse performed a pm (preventive maintenance) and found a broken precision pump spring. Fse documented that he verified the repair per established procedures. Results met published performance specifications. Even though cea results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report. (B) (4).